Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the screen was blank with no medication list, and keys were not accessible even after rebooting. The technical support specialist (tss) confirmed with the customer that the issue was resolved by using steps in the pas4000 and ms4000 bio ID login fails knowledge article. The system functioned as intended after the customer resolved the issue on the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 console the screen was white blank and no single medication list out. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.